Manufacturer narrative:
H10; the actual device was received for evaluation. The visual inspection by naked eye of product showed the product wet. A leak test of the dialysate side was performed and a leak was observed. The cause was a crack in the welding zone. The reported condition was verified.the cause of the crack could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 140 h, an external dialysate leak was occurred and an ungluing was observed at the header. There was no patient injury or medical intervention associated with this event. No additional information is available.